Manufacturer narrative:
(B)(4). Concomitant medical devices: unk m/l taper stem; unknown kinectiv neck; unknown head; unknown cup. Reported event was confirmed by review of photos. Visual evaluation identified the following: the products were covered in biodebris. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip revision due to infection. All products were removed and replaced with an antibiotic cement spacer. No additional information.